Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report an inaccuracy in cgm readings during an extreme low. Patient reported that her cgm readings were in the 40s at the time of the incident but that she believed "there was a long lag time while it was dropping." Patient reported that she went into shock and became unresponsive, at which point paramedics were called. When paramedics arrived, patient's blood glucose measurement was 21 mg/dl and she was administered a glucose IV. Patient had fully recovered at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.